Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator fractured on the shaft above the "spoon part" of the elevator during an extraction. There was no injury to the patient and no delay in the procedure. The fractured piece was removed from the patient's mouth by hand and another elevator was used to complete the case successfully.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection show signs of moderate wear. Upon inspection, it can be seen that the elevator is fractured at the distal end. Manufacturing history was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the product experiencing forces in excess of what it was designed to encounter. The instructions for use (IFU) for this product states in the section titled warnings and precautions: the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip. If excessive pressure is applied to the tip of the instrument, it will bend, rendering it useless. This elevator is not intended for use when removing a tooth that is not loose in the socket. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).